Manufacturer narrative:
Internal file number - (B)(4). Unique device identifier (UDI) number: unknown as the part and lot information for the devices was not provided the devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. The reported adverse event/patient effect of heart failure, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information available, a definitive cause for the reported heart failure could not be determined in this case. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Event dates estimated. Exemption number (B)(4) permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article titled: prognostic impact of mitraclip in patients with left ventricular dysfunction and functional mitral valve regurgitation: a comprehensive meta-analysis of rcts and adjusted observational studies.

Event description:
This is filed to report heart failure and hospitalization. It was reported through a research article identifying mitraclip that may be related to heart failure and hospitalization. Details are listed in the article, titled prognostic impact of mitraclip in patients with left ventricular dysfunction and functional mitral valve regurgitation: a comprehensive meta-analysis of rcts and adjusted observational studies. No additional information was provided.